Event description:
Pump over-infusion. Medicine was infused in under 15 minutes. There was no patient injury. There was no internal investigation performed by the facility. The pump was given to the biomed, who did not check it and sent the pump in for repair. No other information is available at this time.

Manufacturer narrative:
The device evaluation is underway. The manufacturer has attempted to contact the reporter multiple times; however, the reporter is no longer with the company and no further information has been obtained from the facility at this time. A follow-up report will be submitted when the device evaluation is completed.